Event description:
Rupture of the balloon during the removal of the catheter.

Manufacturer narrative:
The balloon and spring tip appear to have been pulled off the tip of the catheter. The distal winding are also missing. The proximal windings have unraveled, but are still attached to the catheter body tube.